Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned femoral found nicks/ gouges/ scratches. Device history record (DHR) review identified no deviations or anomalies, related to the reported event, during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02929.

Manufacturer narrative:
(B)(4). Associated products : item#: 184764; series a pat std 31 3 peg;lot#: 845310. Item#: 141314; biomet finned pri stem 40mm; lot#: 652880. Item#: ep-183520; e1 vngd crl tib brg 63/67x10; lot#: 136500. Item#: 141212; biomet ilok pri tib tray 67mm; lot#: 583550. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Surgeon performed a revision on a vanguard titanium cr knee. Appeared to be scratching/gouging in the titanium femur leading to tissue reaction, and lysis. Devices were explanted and a cement spacer was placed.